Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received several failed self test alarms. The customer also stated that he was unable to download his insulin pump due to failure to link. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that he received the alarm again while driving. Explained the alarm and possible causes of the alarm to the customer. Advised the insulin pump needed to be replaced. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during self-test and unable to download due to faulty connector on remote frequency board. The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.